Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation events. Device evaluation summary: monitor sn (B)(4) has been returned to zoll manufacturing corporation, but has not been evaluated yet. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Correction: event was analyzed. Device was evaluated through the downloaded flag file. Electrode belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150 j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The following factors could not be ruled out as potential contributing sources (per cause and effect diagram 90e0012_a09_revfi) to the reported problem. The factors are: double or triple counting, patient pressed response buttons earlier in detection sequence, but did not press response buttons prior to shock. The primary cause of the inappropriate shocks was lack of response button use prior to shock delivery. The response buttons were not pressed during the event. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was low amplitude oversensing and multiple counting. The multiple counting satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of three shocks. The patient was with their daughter at the time of the treatment events. The response buttons were pressed earlier in the detection sequence but not immediately prior to treatment delivery. The response buttons functioned appropriately. Low amplitude oversensing and multiple counting contributed to the false detections. The patient was in the hospital and continued use of the lifevest.